Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the led/battery will not charge. The alleged issue occurred during testing. No report of a patient injury or a delay in treatment to a patient.